Event description:
Alleged event: the catheter broke at the base of the y tip which caused diuresis to stop and the device had to be replaced. The patient's condition is unknown.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.